Manufacturer narrative:
(B)(4).

Event description:
It was reported that physician was performing a l1 kyphoplasty.after inflating balloons (left to 3.0 ml at 106 psi and right to 3.0ml at 170 psi) the physician deflated the right balloon injecting cement on the right. While doing this, the left balloon ruptured.no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty to treat a vertebral compression fracture. During the procedure, the balloon broke during cement resistant technique when inflated to 106psi and 3cc volume. Procedure was successfully completed and no patient complications were reported.